Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) did not release into the patient's eye. Both the injector and the lens were removed from the eye. Reportedly, another lens of the same model and diopter was implanted. No harm to the patient was reported. Additional information was received and it was learnt that the incision was not enlarged, a vitrectomy was not performed, sutures were not used and no serious patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 08/03/2017, device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. No damages or assembly errors related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed no viscoelastic residue inside the cartridge. The intraocular lens (iol) was observed stuck at the cartridge tip and overridden by the plunger. This could be related to the absence of viscoelastic. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.